Manufacturer narrative:
Other, other text: d4 UDI and g5 are unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. No problems or issues were identified during this device history record review. Seven (7) pictures attached to complaint to use in the evaluation: observed safety mechanism damage. One unit was returned for evaluation. The returned unit was received decontaminated inside a plastic container which was not its original package. The complainant returned unit was visually inspected at 12 to 16 inches under normal conditions of illumination. It was observed the arm of the safety mechanism detached. The complaint was confirmed. Addition analysis, the instructions for use (IFU) were reviewed, according with the IFU warning sections mentioned the following: "failure to use safety arm correctly, lift safety arm straight back to the lock position until it clicks, when removing needle form portal site could result in the needle tip re-emerging from the base, resulting in accidental needlestick with a contaminated needle" continue with instructions for use review, point 5 stated the correct wat to activate safety mechanism: "to remove from portal device: from back of gripper plus, place fingers on each side of base; lift the safety arm straight back to the lock position until it clicks.". The most probable root cause was that the product became damaged after it left the manufacturing. All mitigations on placed were verified and it was confirmed has been executing according, therefore no corrective actions would be implemented, it will be continue monitoring this failure condition in this product for threshold or escalation. Production personnel was notified by quality engineer on 05/apr/2021 as awareness of the defect reported by the customer.

Event description:
It was reported the device was removed from patient portal after use. The reporter stated that the metal needle was not retracted into safety mechanism; user was talking with patient. The report received states the safety mechanism came off from the device without any force applied. No adverse effects to user reported.